Manufacturer narrative:
The reported events of failure to capture, and r -wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related MFR report number: 2017865-2023-94213. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed r-wave amplitude variation on the right ventricular (rv) lead. Patient was brought to clinic and device interrogation revealed loss of capture on the rv lead. During lead revision, the implantable cardioverter defibrillator (ICD) set screw was unable to be tightened. The physician elected to explant and replace the rv lead and ICD. The patient condition was stable throughout.